Event description:
It was reported that the clamp came off the track of the anchor fast endotracheal tube fastener with minimal force while turning the patient and they did have an endotracheal tube extubation. They reported that the patient needed to be reintubated and is now stable.

Manufacturer narrative:
Hospital did not save the device therefore device examination by hollister is not possible. A review of the device history records (DHR) for the affected device was not possible because the hospital did not know the lot number. The hospital provided hollister with a lot number of a device in current inventory and the DHR was found to be complete and accurate. Based upon the limited information available, hollister is unable to determine the root cause of this reported event.